Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin syringe. The customer reports the cannula detached in the stomach the first time it was used. The customer pulled the syringe out, after injecting insulin, and the cannula was missing. After add'l follow up with the customer it was clarified that the customer saw a doctor regarding the cannula that detached. The doctor advised the customer to come in for an x-ray. The customer did not want to have an x-ray, since the needle was so small she did not feel it would be seen. The doctor advised the customer to watch the area, keep it clean and look for infection. This customer is not able to get around easily. The customer also stated that her hands are shaky, and she is rough on the needles, she also stated that she usually uses the 30 gauge so she was not used to the 31 gauge.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.